Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns programming laptop computer would not power on and at other times black out during interrogation. The site has refused to return the laptop computer for analysis.